Event description:
When comparing the electrolyte results from the analyzer in question with the results obtained from two similar analyzers, the user noticed that the analyzer in question gave results, which were approximately 10%. No pt was maltreated.

Manufacturer narrative:
An internal investigation of patient results from the three analyzers revealed that the electrolyte results decreased over time in the analyzer in question whereas the results from the other analyzers were stable. The low results on the analyzer in question is caused by a bad reference membrane. The reference membrane is an accessory for the reference electrode, which is part of the measuring system for the ph and electrolyte parameters (calcium, sodium, and potassium).